Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 489 mg/dl. Troubleshooting was performed and found that the time on the insulin pump was programmed incorrectly. The customer was assisted with correctly setting the time. The prime test passed. However, the high pressure test failed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.